Event description:
During treatment with cosmoplast the needle disengaged and product was lost. No injury to the pt or injector.

Manufacturer narrative:
Device eval summary: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.